Manufacturer narrative:
Upon receipt, the ICD and the lead under complaint were subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed a broken conductor cable to the rv shock coil which can be regarded as the root cause for the out-of range shock impedance. The fracture was found at the crimp barrel immediately distal to the df-1 connector pin. Furthermore, the protective coil surrounding the cable in this area was found deformed and the connector as a whole had assumed a bent shape. Based on these findings, it seems most likely that the damages occurred during surgery. Possible explanations include multiple plug-in tries or twisting the connector while inserting it into the header. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
Ous MDR - after an implantation period of about 2 months, shock impedance values out of range were reported. Lead and ICD were explanted, but not yet returned to biotronik.